Event description:
Cadd pump went into "e99" mode near end of a dose of medication. Pump was in the intermittent mode delivering doses every 6 hrs and dropping back to a kvo 2ml/hr delayed getting next dose. About 2 hrs due to length of time & travel to reach pt and replace pump.